Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid 10 mg/ml; 4.881 mg/day via an implantable pump. Indication for use was non-malignant pain and spinal stenosis. The date of the event was (B)(6) 2016. It was reported the patient was in the operating room for a normal pump replacement. An infection was noticed by the physician when he opened the pocket. No symptoms were reported. There was no allegation against device sterility. A culture of the tissue was sent and confirmed there was an infection in the pocket. The physician had already requested a new pump to be prepped prior to discovering the infection. The entire system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.